Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 coating on the tip of the jaw peeled off. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. During use of the hemopro 2 device to harvest saphenous vein, it was noticed that the coating on the tip of one of the jaw had started to peal off.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 coating on the tip of the jaw peeled off. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. During use of the hemopro 2 device to harvest saphenous vein, it was noticed that the coating on the tip of one of the jaw had started to peel off.